Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating, the lv2 (low voltage 2)/proximal conductor of the lead was distorted due to the guidewire coating adhering to the conductor. Visual summary analysis of the lead indicated damage at implant. The competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying.

Event description:
It was reported that during implant the guidewire became stuck in the lead. The lead was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.